Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy had augmentation malfunction. There was patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723-2026-0001056 in your database.